Event description:
It was reported that the spider arm got stuck not being able to articulate.

Manufacturer narrative:
One spider 2, part number 72203299 was received on november 25th, 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the edge of the outer rim of the dumbbell ball has worn off and the rim is no longer smooth which causes the dumbbell joint action to be stiff. The shavings also have infiltrated into the pressure cup housing. The complaint is confirmed and the root cause has been determined to be worn and damaged areas along the dumbbell ball outer rim. Manufacturing records show that the device was released to distribution, new, in march of 2016. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.